Event description:
Customer observed a falsely low result using the advia centaur xp tsh3-ultra assay compared to repeat testing on the advia centaur and to an alternate method. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp tsh-3 ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00002 on january 20, 2014 for a falsely low result using the advia centaur xp ths3-ultra assay compared to repeat testing on the advia centaur xp and to an alternate method. On march 18, 2014 - additional information: the patient was injected with fluoresceine.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00004 on january 20, 2014 for a falsely low result using the advia centaur xp tsh3-ultra assay compared to repeat testing on the advia centaur xp and to an alternate method. Supplemental report 1 was filed on march 18, 2014 with the additional information that the patient was injected with fluorescein. On april 1, 2014 - additional information: siemens healthcare diagnostics has investigated the issue. The investigations have confirmed that samples containing fluorescein may show interference with the advia centaur systems tsh3 ultra assay. Samples containing fluorescein can produce falsely depressed values when tested with the advia centaur xp tsh3 ultra assay. With fluorescein interference, observed tsh3 ultra values can be as low as <0.01 miu/l. Samples should be resubmitted post fluorescein clearance to ensure there is no interference with tsh3 ultra test results. As a result, an urgent medical device correction (10818152) was sent to customers in the united states and an urgent field safety notice (10818132) was sent to customers outside of the united states in april 2014 to inform them of this issue.

Manufacturer narrative:
The cause for the discordant advia centaur xp tsh3-ultra result is unknown. Customer noted that the sample was serum from a serum separator tube (sst) and was clear. The sample was not hemolyzed or lipemic. The customer retested ten additional samples which resulted prior to the sample in question and ten additional samples which resulted after the sample in question. No other samples were discordant upon repeat testing. No conclusions can be drawn. The customer's quality control (qc) results were all within the laboratory's acceptable ranges. A siemens' customer service engineer (cse) went on site and performed a full system check of the advia centaur xp. No issues were observed with the system. All qc results were within range. The system was fully functional upon departure. No conclusions can be drawn. No further evaluation of the device is required.